Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. No issues were noted with the tip section of the device. An examination of the balloon identified a longitudinal tear in the balloon material. The tear stretched distally from the proximal transition zone for a total length of 2.8cm in length. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified unspecified vessel. A guide wire was advanced and crossed the lesion. A 6.0 x 40, 75cm mustang balloon catheter was used to dilate the lesion. After several times of inflating the balloon, it was noted that the balloon ruptured at 20 atmospheres. The device was then simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified unspecified vessel. A guide wire was advanced and crossed the lesion. A 6.0 x 40, 75cm mustang¿ balloon catheter was used to dilate the lesion. After several times of inflating the balloon, it was noted that the balloon ruptured at 20 atmospheres. The device was then simply removed from the patient¿s body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.